Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 6 september 2019, it was reported that a mesher needed to be repaired. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 26 september 2019 showed that the comb was bent and that the roller and guide block were damaged on the mesher. None of the pretests could be performed due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb, roller, and guide block. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was bent and that the roller and guide block were damaged, failures that would require service on the device in order to resolve, it cannot be determined from the information provided as to what caused these failures to occur. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the unit required repair/pm. During the investigation, it was discovered that the device had a bent comb. No adverse events were reported as a result of this malfunction.